Event description:
I am having serious side effects due to the essure birth control device, symptoms include but are not limited to: severe fatigue, muscle weakness, migraines, pain in pelvic area, night sweats, kidney infections, low vit d deficiency, nausea, bruising, severe brain fog, dizziness, high blood pressure, hair loss, hysterectomy, abnormal pap, nickel poisoning, ganglion, cysts, leg injury, not healing brain fog, depression, anxiety.